Event description:
It was reported that when using the bd pyxis¿ es server user could not log in to hsv. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the login failure. A technical support specialist dialed into the server and found expired certificates. The fse replaced the expired certificate on the application (app) and reporting (rpt) server with a new one provided by hospital information technology (hit), enabling users to log in to health sight viewer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, model, unique device identifier and manufacturer date not available.